Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the "power supply" and batteries" has been identified to be the faulty component. Correction: replaced the defective component.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: note second cer for the power up error - as requested by the complaints team. The customer services and repairs his own vents. The customer returned the vent with fault description tf231032. Upon inspection, the vent wouldn't power up. Closer inspection revealed that the vent have previously stripped down by the customer and not re-built correctly - the vu to ip ribbon cable was disconnected. The exp heater cable was damaged and there was no power to the control board.